Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including on bench handling, power cycing, functional stress steing, and on/off current testing without duplicating the report. The batteries used during the reported event were not returned for evaluation. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was returned to zoll inventory and the customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.